Event description:
It was reported that the rv lead was capped due to sensing difficulties. The sensed r-waves have decreased in amplitude by half since lead implant. No patient complications were reported as a result of this event.